Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited crosstalk oversensing of the atrial signals on the left ventricular (lv) channel. It was noted that the device was reprogrammed multiple times, but the crosstalk is still present. Technical services (ts) suggested another reprogramming option. The device remains in use. No adverse patient effects were reported.